Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for a potential closure complication issue. The exact root cause could not be determined. It is possible that a pseudoaneurysm occurred after use of an angio-seal and surgical intervention was performed to resolve the issue. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
B3: date of event: november/2024. D6b: explanted date: device was not explanted. E3: occupation: risk manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received a user facility medwatch report number (B)(4). The medwatch event description stated that: "pseudoaneurysm following angio-seal closure. Patient require surgical repair of pseudoaneurysm. No complications and estimated blood loss of 15 cc. Specimens: none. Procedure findings: active bleed from left inferior epigastric artery treated with coil embolization. Condition of patient: the patient was transferred in stable condition. What was the original intended procedure? Angiography and embolization. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b3, b5, and h6 that was inadvertently missing on the initial submission (3013394970-2025-00028) on (B)(6)2025.

Event description:
Additional information was received on 06feb2025: the event date 13nov2024. Th procedure sheath size was unknown. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. No concomitant medical products used with the angio-seal. No multiple sticks performed to gain arterial access. The puncture site was below the common femoral artery or a low stick. A computerized tomography (CT) scan was performed to diagnose the pseudoaneurysm. Intervention performed to treat the pseudoaneurysm was gelfoam and coils.